Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: none. Pms case. It was reported that the initial procedure was performed in 2006. The pt had suffered acute myocardial infarction. The target lesion was the atrioventricular branch of the rca with 100% stenosis. A 2.5 x 18 mm pixel stent was implanted without complications. In 2007, a follow-up coronary artery bypass graft was performed. There was 75% stenosis observed in the previously implanted pixel stent. Another company's 3.0 x 13 mm stent was implanted and 25% stenosis remained in the lesion. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident info. It should be noted that with use of the pixel, one contraindication in the instructions for use (IFU) is for "pts who have experienced a recent (less than one week) acute myocardial infarction." Stenosis, as listed in the device risk assessment and IFU is a known adverse event associated with coronary stenting. The known pt effect is not necessarily an indication of a product quality issue. There was no reported device malfunction. There does not appear to be a product quality problem; however, a definitive root cause cannot be determined.